Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of a pump reboot preceded by a replace battery alarm, replace cartridge alarm and cs 054 call service alarm. The pump was returned with visible evidence of moisture behind the display lens. There was no visible damage found to the battery compartment or returned battery cap. The battery cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to an audio bolus button leak. The pump was opened and moisture was observed on internal components of the pump.